Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A 510(k) number will not be provided in the emdr because the product is unknown at this time.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The home patient (hp) stated that the transfer set was loose. The power was cycled and a system error 2367 occurred. The hp would complete therapy with manual supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the loose transfer set. The hp stated that the transfer set was loose where it connected to the plastic adapter of the catheter. The hp stated that there was no visible damage on the catheter or the transfer set. The hp stated that his transfer set did not get replaced, but that he tightened it. The hp stated that he informed his nurse of this. The hp stated that he was able to perform therapy at a later time with no difficulties. The hp did not know the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided